Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified proximal left circumflex artery. Pre-dilatation was performed leaving 50% residual stenosis. A 2.25 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, the stent strut was lifted. The device was removed from the patient and the procedure was completed with a different device. There were no patient complications nor injuries reported.